Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had low vacuum. There was no injury or harm reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had low vacuum and autofill failure alarm during use on patient. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, e1(initial reporter, event site email), e3, g3, g6, h2, h3,h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked error log didn't found vacuum low error message, but found autofill failure error message. Physically inspected blood leak tubing, safe disk, drain tube, all found to be ok. Reconnected connection on solenoid driver pcb, main board, kept machine on pumping for 1 hr, didn't found any issue. System under observation. On 29/04/2025 unit was kept on testing for over 4 hours with no issues observed. However, the safety disk was expired and should be replaced as a priority. Intermittent issues of this nature are often related to the safety disk. The system was currently working satisfactorily, but it was recommended not to use the machine on patients until the safety disk had been replaced. On 10/06/2025 fse replaced safety disk. Perform standard tests. Observe the machine with trainer and balloon more than 3 hrs. No any issue found in machine. Machine work satisfactory. Machine under observation for two days. On 20/06/2025 system was under observation, checked systems performance on iabp trainer & balloon, working satisfactorily.